Manufacturer narrative:
This is a final report. The returned gas spring was examined and sent to the supplier for further testing. The force measurements were verified; the measured value of 2587 n is within the specification. Further fault analysis was performed, including disassembly of the gas spring and inspection of its internal components. After 11 years of use, the components showed signs of wear; however, there was no indication that the sudden drop of the optics carrier was caused by worn components. The root cause cannot be determined. A review of the manufacturing and service records revealed no evidence of problems that could be associated with the reported incident. A review of the complaint statistics did not show any similar or identical case. The reported malfunction is considered an isolated event and does not indicate a design or manufacturing issue. The 11-year-old gas spring was replaced. The device is working according to specifications.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from china stating that the optics carrier of a m844 f20 dropped down while preparing for a surgical procedure. The patient was hit on the mouth. It was confirmed that there was no injury to the patient. Medical intervention was not required.